Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a shocking or jolting sensation and lost stimulation over the site of the implantable neurostimulator (ins) while he was at a hardware store. It was noted that he had coupling communication issues and that the ins needed recharging. The pt met with a manufacturer rep who reported that the antenna locator was performed and "all 8 efficiency boxes were shaded". It noted that the battery was discharged not over-discharged. The pt was able to change at home and had no further incidents. All impedances were within in normal range according to manufacturer rep and pt's stimulation was restored. No known accident or incident was attributed to this complaint.